Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that calibration of the programmer was not possible. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the stylus tip position on the touch screen needed calibration. Analysis also noted that the keyboard tab key was damaged, the handle was broken, and there was an error in the log file. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.